Event description:
The customer tested his blood glucose using his contour ts meter and received a reading of 329 mg/dl. A lab test was performed at the same time and that result was 79 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.